Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain, osteolysis and metalosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a lot specific complaint database search was not possible for the acetabular cup or bone screw as the lot codes required were not provided. Medical records and x-rays were reviewed. From a medical perspective, based on the information available, it is unlikely that the complaint is product related. The patient was primarily implanted in (B)(6) 2007 and revised in (B)(6) 2013 for infection. This reporting concerns the ongoing infection. It is not likely the depuy devices contributed to the patient's reported infection more than five years post primary implantation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.